Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the dual hysterosalpingography injection catheter balloon inflated but would not deflate. The physician used another balloon to proceed with the procedure. There were no adverse effects reported due to the event and no report of an additional procedure.